Event description:
On (B)(6) 2022, fresenius became aware this 70-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient stated her pd catheter (not a fresenius product) was scheduled for removal, and they will transition to hemodialysis (hd) for rrt. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for abdominal pain on (B)(6) 2022 and was diagnosed with a peritoneal yeast (fungal) infection (organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed, and a ¿tunneled¿ hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent their initial hd treatment on (B)(6) 2022 and is scheduled to receive hd again today before being discharged. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic closer to their residence. The patient remains hospitalized but is recovering from the events (abdominal pain subsided). The pdrn reported the cause of the peritoneal infection was a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.